Event description:
The facility representative contacted a technical service representative to report an infuso.r. That "will not turn on". This event occurred upon power up in "anesthesia". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "will not turn on" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a switch printed circuit board (pcb). The switch pcb assembly was replaced in order to fix the reported condition.